Event description:
New information received notes that the patient presented in clinic for follow-up. Review of fluoroscopy revealed insulation breaches on both the right ventricular lead (rv) lead and the right atrial (ra) lead. Both leads were explanted and replaced. Patient condition was stable before, during and after the procedure.

Manufacturer narrative:
The reported events of noise and insulation damage were confirmed. The lead was returned in one piece for analysis. Final analysis found an external insulation abrasion at 21.7 cm to 21.8 cm and 21.9 cm to 22.0 cm from the proximal end of the lead and the outer coil was exposed which is consistent with friction to device can. X-ray examination also found that the outer insulation was damaged and the outer coil was fractured by clavicular crush. The cause of the reported events of noise and insulation damage were isolated to clavicular crush and exposure of the outer coil in the abrasion area. No other anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-33859. It was reported via remote transmission that the patient's right ventricular (rv) lead exhibited high pacing impedance and no capture. Upon interrogation in clinic, it was noted that the atrial (ra) lead exhibited noise. Programming changes were made on (B)(6) 2021. The patient was in stable condition.